Event description:
The pt's baclofen (lioresal) concentration was changed from 2000mcg/ml to 500mcg/ml. The plan was to lower the pt's itb (intrathecal baclofen) dose from 95mcg/day to 80mcg/day. The programmer would not let the nurse set the bridge dose at anything less than 185mcg/day, which was "much too high for this pt." The nurse was advised to bolus for a 0.477ml length catheter when the pt's catheter length was 0.377ml according to the pt's records. The bridge bolus was set at the rate of 92mcg/day (the lowest possible with the settings still at 2000mcg/ml) at 10 days. The pt was to return to the clinic for manual re-programming to the new 500mcg/ml concentration, but returned two days earlier than expected exhibiting withdrawal symptoms. The pt experienced stiffness, anxiety and jitteriness. He was supplemented with oral baclofen to help with the symptoms. The settings were changed to 500mcg/ml and the pt's symptoms resolved after a few hours.

Manufacturer narrative:
(B)(4).